Event description:
There was an allegation of a questionable elecsys brahms pct assay result for one patient sample tested on the cobas 6000 e601 module.on (B)(6) 2026, the initial result of the first patient sample was 0.080 ng/ml.on (B)(6) 2026, the result of the second patient sample was 1.97 ng/ml.on 15 (B)(6) 2026, the repeat result of the first patient sample was 2.16 ng/ml or 2.45 ng/ml.

Manufacturer narrative:
The elecsys brahms pct lot number is 919430 (expiration date: 31-mar-2027).